Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced a defective product which occurred the same day the sensor had been inserted in the abdomen. The patient reportedly experienced unconsciousness and was hospitalized for 3 weeks. The patient could not recall any details surrounding the event or how dexcom caused or contributed to his injury and subsequent medical intervention. The patient reportedly experienced "nkd." The patient reported bg values of 30 and 1400 mg/dl. There was no information about cgm readings. Due diligence attempts to contact the reporter for more information were unsuccessful. At the time of the call, the patient stated they had just got out of the hospital. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.